Event description:
After successful l2 bone biopsy; l1-2 disk biopsy; attempt was made to remove stryker ivas 11g access cannula; reference #0306-330-000 lot #22313012. Upon removal device fragmented. Per the markers on the device approximately 2.5cm was retained. 8.5cm was removed. Permanent images were obtained and stored to medical record. Rest of device along with original packaging was saved for supply manager. Note was left in for your information in epic. No harm to patient noted as fragment is in bone.